Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system: clip delivery system, lift, support plate, stabilizer, heparin. The customer reported that the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The patient, with a history of atrial fibrillation, was on anticoagulation medication prior to the procedure. After the transseptal puncture heparin was administered, the steerable guiding catheter (sgc) was advanced to the right atrium (ra). A thrombus was seen at the tip of the sgc prior to crossing the septum. The activated clotting time (act) was >250. It is assumed that the thrombus was pulled from the vein while advancing the sgc, as the thrombus was not seen during the transseptal puncture. There was no treatment administered for the thrombus. The procedure was aborted and the mr grade remained at 3. The patient was clinically stable post-procedure and there was no clinically significant delay. The patient will be rescheduled for a new mitraclip procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the steerable guiding catheter (sgc). The reported patient effect of thrombus, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. In this case, the information provided in the case details stated that the thrombus may have been pulled up from the vein while advancing the sgc. The physician did not feel the device or mitraclip procedure caused or contributed to the reported event. However, a conclusive cause for the reported patient effect and their relationship to the device, if any, cannot be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.